Event description:
Customer reported receiving a no delivery alarm on the insulin pump during the manual prime. Customer's blood glucose reading at the time of the call was 176 mg/dl. No further information reported.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoirs showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.